Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure when attempting to induce, they were unsuccessful three times but an induction episodes were stored. On the fourth attempt the induction was successful and although the charge time was a little longer due to fine ventricular fibrillation (vf), the subcutaneous implantable cardioverter defibrillator (s-ICD) successfully delivered a shock and converted the arrhythmia. Review of the data was performed by boston scientific engineers. It was found that during the first two induction attempts it timed out waiting for a response from the device for the initial induction command. The third attempt timed out waiting for a secondary command response from the device. Engineering determined that these timeout responses indicated a telemetry communication issue likely due to external noise. The s-ICD was successfully implanted and remains in service. No adverse patient effects were reported.